Manufacturer narrative:
(B)(4). This lot was manufactured from july 29, 2014 to july 31, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection identified that the tubing had broken off from the junction of the distal luer. It was noted that a portion of the tubing remained inside of the distal luer. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The device had been filled with 100 ml of 5% dextrose in water. The exterior of the shipping carton was found to be wet and the infusor was completely empty. The reporter stated that upon further inspection, it was noticed that the ¿blue twist port¿ was completely detached but still within the overpouch. There was no patient involvement as this was identified before patient use. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.